Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, device was not received. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established because the reason for the alleged observation(s) could not be determined and concluded that unknown factors most probably contributed to the event. This report is being submitted to correct the device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this pacemaker initially exhibited a shortened battery life with an estimated longevity of six to twelve months. Following a subsequent adjustment made with assistance from boston scientific, the estimated longevity was extended to two years. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker was noted to be in safety mode, explanted, replaced with a different model and will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker initially exhibited a shortened battery life with an estimated longevity of six to twelve months. Following a subsequent adjustment made with assistance from boston scientific, the estimated longevity was extended to two years. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker initially exhibited a shortened battery life with an estimated longevity of six to twelve months. Following a subsequent adjustment made with assistance from boston scientific, the estimated longevity was extended to two years. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker was noted to be in safety mode, explanted, replaced with a different model and will not be returned. No additional adverse patient effects were reported.